Event description:
It was reported that during a cholecystectomy procedure, the clips closed very slowly. Following an inspection of the jaws, it was detected that the clips were smaller than the width of the jaws. The clips didn¿t close and entangled between the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is meant by "it was detected that the clips were smaller than the width of the jaws?: the clips had an inferior dimension and so they were not adapted to slide through the jaws.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition; the lower and top shrouds were noted to be broken. An unformed clip was returned inside a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. Possible causes for the jaw condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws and shrouds may lead to clip malformation.